Manufacturer narrative:
(B)(4). Batch # p58m84. Investigation summary ==> the long60a device (a) was received for analysis with no visual non-conformances and with a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device fired and cut most of the way, but not all. About 1/4 of the staples deployed, but were not formed correctly. It was not known how they appeared. They were left in tissue. Most staples were still in the unknown reload. The procedure was completed using a like device of the same product code. There were no patient consequences reported.